Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the insulation of the implanted tined lead was damaged in the area of the proximal connectors. During ipg replacement, the extension needed to be removed in order to connect the implanted lead to a new ipg. The silicone cap was cut in order to get access to the set screws. When all set screws and the sutures had been removed, the silicone cap was intended to be pulled back. [As a result], the insulation and proximal electrode no. 3 were damaged and the lead could not be inserted into the new ipg. The lead was explanted and a new tined lead was implanted so that it could be connected to the new ipg without any issue. The issue was not resolved at the time the report was submitted.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 388928 (lot: unknown); product type: 0200-lead; implant date (B)(6) 2004; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). When asked the steps taken to resolve the issue, the rep noted the following: ipg replacement due to battery depletion and lead replacement due to high impedances. The issue was resolved; the new lead has been implanted with good motor response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.